Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic lower anterior resection, while they were cutting the vessel and to cut the "hami" colon, the surgeon fired the staple reload but the cartridge broke off. The surgeon was able to press the green button but he could not squeeze the handle. There was no patient injury.

Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one photograph. Photographic inspection noted that the cartridge was disengaged from the loading unit. Functional testing could not be performed as the physical product was not received. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic lower anterior resection, while they were cutting the vessel and to cut the "hami" colon, the surgeon fired the staple reload but the cartridge broke off. Nothing fell into patient cavity. The surgeon was able to press the green button but he could not squeeze the handle. They used another new products to complete the case. There was no patient injury.